Event description:
It was reported, the camera head had poor image quality. The image was in a static status. There were no reports of patient harm.

Manufacturer narrative:
The device underwent visual and functional testing and the customer's allegation was not confirmed. The device evaluation found the following: electrical contact corrosion, cable pinhole flooding, and image capture flooding. A definitive root cause cannot be identified. It was presumed that the water flooded through the cable pinhole. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.